Manufacturer narrative:
It was reported that a patient underwent an accessory pathway ablation procedure with a carto® 3 system and an issue with no ECG signal occurred. During the procedure, a persistent noise and a no signal on body surface ECG cable were noted. The cable was replaced; however, the noise was still present. The cable was replaced for a second time and the issue was resolved. This cable came from a different lab. There was no patient consequence. The cable was used less than 100 times. Additional information was received, and it was reported that noise was observed on all bs ECG leads. No catheters were inserted at the time of the issue. The signal interference (noise/loss) was observed on both carto® and recording system. There was no ECG/EKG signal that was available for the physician to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.). During the signal interference/loss a catheter was not inside the patient¿s body. Device evaluation details: it was confirmed that the replacement bs ECG cable was delivered to the customer. It was also confirmed that the system is operational. The suspected bs ECG cable was requested for investigation by the device manufacturer; however, it was confirmed that the cable has been disposed of by the hospital staff. The history of customer complaints reported during the last year associated with carto 3 system #12569 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system 12569, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an accessory pathway ablation procedure with a carto® 3 system and an issue with no ECG signal occurred. During the procedure, a persistent noise and a no signal on body surface ECG cable were noted. The cable was replaced; however, the noise was still present. The cable was replaced for a second time and the issue was resolved. This cable came from a different lab. There was no patient consequence. The cable was used less than 100 times. Additional information was received, and it was reported that noise was observed on all bs ECG leads. No catheters were inserted at the time of the issue. The signal interference (noise/loss) was observed on both carto® and recording system. There was no ECG/EKG signal that was available for the physician to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.). During the signal interference/loss a catheter was not inside the patient¿s body.